Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that patient had a major infection on (B)(6) 2020. On admission to the hospital the white blood count was 10700 /ul, the c-reactive protein was 1.2 mg/dl. A (B)(6) culture of (B)(6) from the tissue surrounding the driveline exit was obtained. The patient underwent hospitalization, surgery and changes to medication. The event resolved on (B)(6) 2020.